Manufacturer narrative:
Device evaluation showed the handpiece failed waveform and continuity testing. The system is operating as intended, no errors or defects were observed, and no repairs were made. The system was tested, calibrated and passed all tests. The user facility has reached out to the patient, and reports that the injury appeared "quite superficial" at least a few weeks afterward. The patient''s current condition is unknown as is the need for a secondary procedure since the patient lives in another city, and has not responded to additional attempts for information. Additional investigation results are pending. The investigation is ongoing.

Event description:
It was reported that there is permanent scarring on the bilateral anterior thighs of the patient. Topical wound care included ssd and other products. Oral medications were also prescribed.

Manufacturer narrative:
The vaser handpiece and vaser system were both returned for evaluation. Evaluation of the device found no errors or defects observed. System was operating as intended. System was calibrated and tested for optimal performance. No repairs made. Tested and calibrated system per d006671. System passed all tests. Evaluation of handpiece found the handpiece failed waveform and continuity tests. Handpiece failed when cable is moved near the cable strain relief. These handpiece issues result in decrease of ultrasound energy from the handpiece thus less heating from the probe. Handpiece was scrapped prior to additional engineering investigation. Vaserlipo system risk assessment (260-0113hz), lists patient burns as a possible harm to patient if insufficient wetting solution is applied. Wetting solution buffers rise in temperature. The safe and effective use of this medical device depends to a large degree on factors solely under the control of the operator. It is important that all operators of the vaser surgical system read, understand, and follow the operating instructions supplied with equipment. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. According to vaserlipo system safety risk assessment (260-0113 rev. 10) patient burn is a possible side effect of treatment depending on patient selection and customer technique. The system and handpiece were returned for evaluation. System was operating as intended and within limits. Evaluation of handpiece found the handpiece failed waveform and continuity tests which impacts ultrasound delivery from the handpiece. Handpiece was scrapped prior to additional engineering investigation so it is unknown if handpiece impacted treatment. Based on the available information, no causal factors can be determined, and no conclusion can be drawn. The investigation is complete.

Event description:
The user facility reported additional information which may clarify information previously reported. No other treatments besides vaser were used, and the system was tested prior to the procedure using the 10%, 30% test. At the time of testing, the patient was just started on sedation. The settings for the surgery were 60% v-mode throughout the entire case, and a 5-ring probe was used. Tumescent fluid was used as follows - 1997ml on the right thigh, 2028ml on the left thigh. Ventx cannulas were used with approximately 20mm suction power which was confirmed. A skin port was used, and was not damaged or misaligned. Vaser delivery time was 28:12 on the right thigh and 31:12 on the left thigh, or 59:24 total time. No system errors occurred. The nature of the injury appeared to be be vascular, a burn is not excluded. The patient was also treated with special dressings such as mepitel ag.

Manufacturer narrative:
Section d10 was not completed in the last follow up for device evaluation, therefore it was added in this follow up report. The device was available, and it was returned to the manufacturer on december 30, 2019. The patient''s current condition remains unknown. Though requests have been made for a status update, there has been no response to attempts for additional information. Additional investigation results are pending. The investigation is ongoing.

Manufacturer narrative:
The device, and specifics regarding the adverse event have yet to be received. Additional investigation results are pending.

Event description:
A user facility reports a patient burn occurred after surgery with the vaserlipo system.